Event description:
The event is reported as: during a procedure, it was noted that the bands were dry rotted. No patient injury or intervention reported.

Manufacturer narrative:
The device sample was returned for evaluation, however, the results of the evaluation are not available at this time.